Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The patient developed inflammation, burning, and scarring under the sensor patch on the same day the sensor was inserted. A barrier product (skin tac) was used unsuccessfully. No additional event or patient information is available.